Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "fell apart". It is unk that this event did not occur during surgery. It is unk if there was pt/user injury or medical intervention. No add'l info is provided.